Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient noted that their healthcare provider (hcp) moved the ins location to the other side and implanted their new ins deeper into the pocket so it wouldn't slip, but now they can't connect to make therapy changes. The caller also said their handset says, "internal data has been lost. Contact clinician"; information was reviewed. As a result of what was reported, the patient was redirected to their hcp to discuss handset message. They then added that they have an appointment on (B)(6) 2020. No patient symptoms were reported and no further complications have been reported as result of this event.